Manufacturer narrative:
Date of event was reported as (B)(6) 2016.

Event description:
Information received from the patient reported that they were having trouble recharging the implantable neurostimulator (ins). The patient could not get the black coupling boxes to work. It took her six days before she got a full battery charge. It was noted that the implant was fully charged at the time of the call to the manufacturer on (B)(6) 2016. The patient first stated having issues during the month prior to (B)(6) 2016, but in the past week she had more trouble. It was noted that the patient was a patient at the (B)(6) hospital. The replacement recharger antenna was ordered and the patient was to follow-up with a healthcare professional to have the implant checked if the coupling issues did not resolve with the replacement antenna. Additional information was received from the patient. It was reported that the patient was still having problems recharging as of (B)(6) 2016. The patient could only charge while standing up. The patient had an appointment with a manufacturer representative scheduled for (B)(6) 2016 . It was noted that the patient's memory wasn't very good. Sticky patches were ordered. Additional information received from the patient's family member on (B)(6) 2016 reported that they had issues recharging and was recharging the ins too often. It was noted that the manufacturer's representative had educated the patient on charging. It was reported that the doctor decided that they were going to replace the ins. It was unknown if there was a specific root cause for the recharging issue. Recharging best practices were reviewed with the reporter and 6-8 coupling bars were obtained. An antenna locate (al) feature was also performed and a recharge session was attempted which resolved the issue. Adhesive disks were also ordered for the patient as the antenna moved as when they move around. The indication for use for the implanted device was noted as non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.